Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted an unspecified call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the black box indicated multiple call service 064/078 alarms had occurred on (B)(6) 2017. The pump powered on with functional auditory and vibratory features to the verify screen. The pump emitted a call service 078 alarm during the rewind step. The pump cover was removed, revealing moisture on the motor flex connector and the printed circuit board.